Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of connection anomaly was confirmed in the laboratory. The device was discovered to have debris inside the rv lead bore. The debris interfered with the lead, preventing correct lead insertion and most likely caused the sensing, impedance, and noise anomalies in the field.

Event description:
It was reported that during implant, the physician detected high impedance on the rv lead. The physician attributed this measurement change to a problem seating the rv lead in the header. The device was not implanted.